Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1544, awareness date 21-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014. Consumer reported since essure insertion, her health has dramatically declined. She has been suffering with horrible headaches, tingling in her face and legs, numbness in her legs, extreme fatigue, abdominal pain, chest pain, electrical shock like pain in her brain, hair loss, brain fog, irritability, weight gain, night sweats, itchy skin, face was breaking out, vaginitis, teeth hurt, painful intercourse, no sexual drive, loss of period, back pain and joint pain. There have been nights when she has gone to bed fearful that she would not make it. Many days she was too tired to clean, cook and do things with her children. She was highly irritable. Since opening up about her problems with essure, she has had three friends told her that they had essure and ended up having hysterectomies because of health issues. They were just now putting two and two together. The main reason that she opted to go with essure, other than her doctor saying that she recommended it over tubal ligation, was because it was a non-surgical procedure and she would not have to go under. The procedure itself was painful and so was the hysterosalpingogram. Now, to get these coils removed, she will not only have to go under but she will have to have her tubes and uterus removed. The product technical complaint investigation results which ptc number is (B)(4) was received on 11-nov-2015: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure ( fallopian tube occlusion insert) inserted and experienced abdominal pain. She will have to have her tubes and uterus removed for having the essure coils removed. This event is serious due to required intervention and listed in the reference safety information for essure. Abdominal pain may occur during essure use. In this case, since essure insertion, the consumer had been experiencing abdominal pain and other non-serious events. Considering close temporal relationship and event's nature, causality with essure use cannot be excluded. Since an intervention will be required, this case is regarded as incident. Based on the available information, there is no relationship between the reported medical event and a quality defect. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.